Manufacturer narrative:
Article citation: "breast implant-associated anaplastic large cell lymphoma: a pictorial review" chacko amit and lloyd thomas. Insights into imaging (2018). This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
In article ¿breast implant-associated anaplastic large cell lymphoma: a pictorial review¿, healthcare professional reported "left breast swelling," "large effusion", and "fluid was sent for cytology, which confirmed bia-alcl." "The patient subsequently received six cycles of chemotherapy and targeted radiotherapy. Restaging pet/CT revealed complete metabolic response.¿ the alcl pathologic markers were not noted or provided. The manufacturer of the device is unknown. The device remains implanted.